Event description:
It was reported that a cgm error 42 occurred involving a #g7sensor. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who guided them through a pump reset, after which the error did not recur, allowing the customer to successfully start their sensor session.